Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and unchanged mitral regurgitation. It was reported that a mitraclip procedure was being performed to treat degenerative mitral regurgitation grade 4 with prolapse on lateral p2 and medial p1. The patient had mac around the entire annulus and sub-valvular calcium on the lateral commissure area. An xtw clip was prepared, introduced, grasped, and deployed per instructions for use on the lateral side of a2/p2. Grasping was very difficult due to anatomy and imaging. An xt clip was attempted to be placed lateral to the first clip, however, the posterior leaflet kept slipping out when trying to close down. It was noted that damage was being done to the leaflets with each grasp attempt and closure. The clip was removed, and the procedure was aborted. Mr post procedure remained at grade 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unspecified tissue injury (no treatment) and the reported mitral valve insufficiency/ regurgitation (unchanged mr) were due to the grasping/capturing difficulty. The reported image resolution poor was associated with imaging difficulty. The cause of the reported positioning failure (leaflet grasping ¿ clip not implanted) and the reported positioning failure (leaflet capture ¿ clip not implanted) appear to be due to challenging patient anatomy (posterior leaflet prolapse, a calcified mitral annulus, and a calcified lateral commissure). The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.